Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, that multiple drawers was not detected on bus. The customer stated that the user was unable to retrieve medication for the patients, that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were not detected on the bus. A field service engineer (fse) found that main drawers 4 and 5 were not on the bus, discovered disconnected pyxibus cables on drawer 4, and reconnected them. Drawer 5 had no lights on the module controller, so after testing both drawer controllers and confirming they were good, the module controller was replaced and firmware updated. Functionality was verified by testing drawers 4.1, 4.2, 5.1, and 5.2 along with all cubies using hardware test application, and the customer confirmed operation through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, that multiple drawers was not detected on bus. The customer stated that the user was unable to retrieve medication for the patients, that caused a delay. There were no adverse events or injuries reported based on this event.